Event description:
It was reported that the right ventricular [rv] lead was t wave oversensing. It was also reported that a lead integrity alert [lia] was triggered, rv lead fracture was suspected and the lead impedance could not be measured as there was significant oversensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing. 15 - ventricular nst<=210 ms between (B)(4) 2012 09:41:21 and (B)(4) 2012 02:45:36. Sensing - interference/noise. Ventricular short interval count v-sic=2807 counts, in 0.90 day, between (B)(4) 2012 14:00:01 and (B)(4) 2012 11:42:22. Std review - lead integrity alert triggered programmer data shows 2 - rv - lead integrity alerts on (B)(4) 2012 14:00:46 and (B)(4) 2012 13:36:11. Two - patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2012 14:00:46 and (B)(4) 2012 13:36:11.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. It was also reported that the right ventricular (rv) lead exhibited high impedance. No further patient complications have been reported as a result of this event.